Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 550 mg/dl at the time of the incident and the current blood glucose was 534 mg/dl. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer was using auto mode. The insulin pump will not be returned for analysis.